Manufacturer narrative:
(B)(4). This is a report of a use error where a patient pressed go on a homechoice device before connecting the patient line to the transfer set in peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line without an alarm. The patient was connected during initial drain. The patient stated they pressed go before connecting for therapy. The technical service representative (tsr) advised the patient to not press go until after connecting for therapy. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.